Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. The device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. The device was not used on a patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the purple luer adapter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample appeared free of obvious use residues. The catheter was untrimmed. Microscopic inspection of the sample was unremarkable. Both luer adapters appeared well-formed and unremarkable. Inspection of both luer adapters using an iso taper gauge revealed both luers to be within manufacturing specifications. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported 5f dl radiology PICC leaked at the casing on the purple hub. The device was not used on a patient.